Event description:
The field service representative neglected to turn power off to the unit and while running data cables to the cabinet, his ring finger was cut by a rotating fan blade. Fsr received bone fracture to finger which required medical intervention consisting of four stitches and administration of antibiotics.

Manufacturer narrative:
The siemens healthcare diagnostics inc. Field service representative (fse) was installing cooling fans in the hospital labcell utilities cabinet. The power to the cabinet was not turned off and resulted in an injury to the fse's finger. The instrument is performing within specifications. No further evaluation of the device is required.